Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 322 alarms. The evaluation found that the lower link switch was slow to respond, resulting in an intermittent open/closed switch connection, causing the system error 322 alarms. The lower auxiliary assembly, which contains the failed link switch, was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set - loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a spectrum infusion pump alarmed system error 322. It was also reported that there was no patient involvement.